Manufacturer narrative:
The customer reported that the patients are not alarming on the central nurse's station (cns). According to the customer, they're moving patients from tele to bedside monitor (bsm-1700); they have made this changed before and they would like to change the alarm setting and save to default. Apparently, the alarms were not set for the etco2. They set the alarms, but wanted to know if those settings could be the default. The clinical specialist informed the customer that this can be defaulted. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. .

Event description:
The customer reported that the patients are not alarming on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not alarming for etco2. They were moving patients from transmitters to bedside monitors (bsm-1700). They later reported that the alarms were not set for the etco2. No patient harm was reported. Investigation summary: the customer explained that they had made settings changes before but now needed assistance in making them the default. Nihon kohden clinical application specialist (cas) connected with the customer and explained that the customer needed to have the biomed make the changes in the default settings. The customer was provided with the ticket number if further assistance was necessary. The customer explained that the cns did not alarm for etco2 because the settings were not set. They expressed interest in correcting this issue by making sure default settings were set. Although the settings were not changed at the time of the call, the customer understood the steps necessary to make the changes. A review of the service history for this cns shows this is an isolated incident. There was no indication of device malfunction, and there was no recurrence history for this device. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm: model #: bsm-1700. Serial #: ni.

Event description:
The customer reported that the central nurse's station (cns) was not alarming for etco2. There was no patient injury reported.